Manufacturer narrative:
One opened/used sensor was inspected and it found broken near the sensor base. The broken part was still attached to the sensor base. The customer was unable to confirm the customer received the sensor damage due customer returned it opened and used.

Event description:
The customer reported via phone call, he inserted a sensor in the morning but noticed it was bleeding excessively from the site. The insulin pump then alarmed calibration error alert, so he removed the sensor which is when he noticed the electrode appeared to be almost broken in half. Customer doesn't recall his blood glucose level at the time of the event. Customer declined troubleshooting and requested a replacement. The customer agreed to return the sensor for analysis.